Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) as it displayed low out of range (oor) pacing lead impedance (pli). There was oversensing of noise. Additional information indicated that the cause of impedance issue was not determined. The physician suspected a lead fracture. A lead revision was done. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.